Event description:
It was reported that the pacing rate was lower than the set value. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device was sensing low and the bail cover and bail were missing. As a result the bail and bail cover were replaced. The device was then calibrated and passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.